Event description:
The patient was admitted for a procedure in 2008, with a lesion in the proximal circumflex. The lesion was restenotic (zeta stent), flexed and calcified with 90% stenosis. The vessel was tortuous. The lesion was pre-dilated and a 3.5 x 8mm cypher stent was being delivered to the target lesion, however, it could not be delivered due to the flexion and calcification of the vessel. The physician confirmed that the stent shifted a little proximal on the delivery system and discontinued using the cypher. The procedure was completed with a 3.5 x 8mm taxus stent. There was no patient injury reported. The physician did not indicate any anomalies prior to use. The physician commented that the stent did not become caught with the stent struts of the stent that had been originally implanted. The physician had difficulty delivering it because the cypher became caught with the vessel, due to the calcification and flexion.

Manufacturer narrative:
This cypher sirolimus-eluting coronary stent is distributed outside of the united states. However, it is similar to the united states cypher sirolimus-eluting coronary stent. Add'l info will be submitted upon 30 days of receipt.